Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during an interventional neurovascular procedure the orbit rdfl complex fill orbit coil was impeded in the microcatheter and unraveled/stretched during placement. This is a (B)(6) male patient. There are no aneurysm details available to date. During the coil embolization procedure of the a-com, the coil got stuck at the distal end of the microcatheter (prowler lpes) during insertion. The physician was not able to push it or pull it, and removed the microcatheter and the coil, which got stretched, together. The same microcatheter was used to successfully place the next coils. Prior to the event, 2 other coils were placed in the aneurysm with the same micro catheter. An adequate continuous flush maintained through the mc at all times, and prior to use, the mc was not re-shaped. A balloon or remodeling device was not used during the case. The vessel was normal, and the saccular aneurysm measured 12x10 and the neck was 3mm. Other than the reported event, no other damages were noticed with the device, and the coil was still attached to the delivery system. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and presented no damage. The introducer was received unzipped without damaged. The support coil and gripper were found without damage while the embolic coil was found stretched/kinked/tangled and it was still attached to the gripper outside of the introducer. Some waves were noted on the device; however these appear to occur during the handling of the unit when it was returned for evaluation. The gripper and the embolic coil were inspected under microscope. The gripper was found without damage and the embolic coil was found stretched/kinked/tangled with the device. Functional test could not be performed due to the condition of the received product. The od from the delivery tube was measured and was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer as "coil - unraveled/stretched" was confirmed since the product was received in that condition. The cause of the embolic coil condition (stretched/kinked/tangled) could not be conclusively determined. Procedural/handling factors appear to have impacted on the failure experienced by the customer. The failure reported by the customer as "coil - impeded-in microcatheter" could not be evaluated since the product received condition (stretched/kinked/tangled). However during the dimensional analysis the device meet with the od specifications. The cause of damaged could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed since the product was received in that condition. The cause of the embolic coil condition (stretched/kinked/tangled) could not be conclusively determined. The failure reported by the costumer as "coil - impeded-in microcatheter" could not be evaluated due to the received condition (stretched/kinked/tangled). All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that procedural and handling issues may have contributed to the reported and confirmed events.

Event description:
During a coil embolization procedure of the a-com, the coil got stuck at the distal end of the microcatheter (prowler lpes) during insertion. The physician was not able to push it or pull it, and removed the microcatheter and the coil which got stretched. The same microcatheter was used to put the next coils which went in successfully. Prior to the event, 2 other coils were placed in the aneurysm. An adequate continuous flush maintained through the mc at all times, and prior to use, the mc was not re-shaped. During insertion or any other time, no resistance was met. A balloon or remodeling device was not used during the case. The vessel was normal, and the saccular aneurysm measured 12x10 and the neck was 3mm. Other than the reported event, no other damages were noticed with the device, and the coil was still attached to the delivery system.